Event description:
Reported 6/26/2000. Pt expired on 6/14/00, thirty six to forty eight hours post abdominal aortic aneurysm endovascular repair. Pt exhibited arteriosclerosis and supra-celiac plaque. Physician believes that the event may have orginated by dislodging some plaque either from the movement of the device as the device was positioned suprarenal, or during the maneuvers performed to remove the contralateral pull wire from the superior attachment hooks. According to the physician, the dislodged plaque may have created a shower of arterio emboli throughout the pt vessels resulting in infraction of the pts liver, pancreas, small bowel and large bowel.